Event description:
It was reported that the customer has been experiencing unexplained high blood glucose for a week. It was stated that his blood glucose value was between 300 and 500 mg/dl. Blood glucose level is now around 150 mg/dl. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.